Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient had last been seen by them (B)(6) 2008 and "everything was fine." Patient had been pacemaker dependent and was 99% paced. It was unknown to the clinic if an autopsy was performed.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.